Manufacturer narrative:
The reported event that locking screw anchorage ø3.0mm / l16mm was alleged of 'poor fixation' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Labeling review: the operative technique (an-st-1 en rev 2 anchorage optech) was reviewed: ''a workshop training is recommended prior to first surgery. Follow the appropriate instructions for use (IFU). [Page 2] [...] Contraindications: surgical procedures other than those mentioned in the indications section. [Page 4] [...] Note: all threaded holes can accommodate either locking or nonlocking screws (3.0mm and 3.5mm diameter). The compression ramp only accepts 3.0mm nonlocking screws. Applying excessive torque during screw insertion is not recommended, and may result in damage to the screw head. In particular for nonlocking screws, it is recommended to tighten the screw head until contact with the plate, then release from tightening. [Page 5]'' [original statement(s)]. The instruction for use (v15095 rev b anchorage non sterile (drnot0040)) was reviewed: ''warning: this product must be handled and/or implanted by qualified practitioners who have read these instructions and, if applicable, specific information about the product. Achievement of results that conform to the product¿s potential is based on the strict adherence to these instructions and, if applicable, to specific information about the product. [...] Instructions: - proceed to implant the device in accordance with the specific techniques recommended by the manufacturer, if they exist. [...] Precautions for use: - the product must not be modified: it should be used only if its integrity has been maintained. - the shape of the implant must not be modified by the user beyond its normal mode of functioning. - it is necessary to ensure that the implant corresponds correctly to the intended use. - the product does not allow the immediate resumption of activity by the patient and is not designed to support an immediate load. Immobilization is necessary during the osteosynthesis. - the clinical result depends on the suitable choice of the device for the indication and on the quality of the surgical procedure. - it is necessary to inform the patient of the precautions to be taken to ensure the success of the implantation. [...] Side effects: possible side effects during the implantation of osteosynthesis devices are: - delay in consolidation, pseudarthrosis, - the implant pulling free, - rupture or deformation of all or part of the implant, - infection, hematoma, venous thrombosis, pulmonary embolism, cardiovascular problems, - inflammation of the tendons. [...] Contraindications: - acute or chronic infections, local or systemic. - surgical procedures others than those mentioned in the indications section. [...] Factors capable of compromising implantation success. - bone pathology, osteoporosis, bone tumors, systemic or metabolic problems and infectious diseases. - senility, mental illness, abuse of illegal drugs, prescription drugs or alcohol. - excess weight, intense professional or sporting physical activity that exposes the implant to excessive or repeated loads. - risk of conflict with other implants. - risk of articular conflict. [¿] responsibility: stryker osteosynthesis declines all responsibility if any of the instructions described above are not followed.'' [Original statement(s)]. Device was not returned.

Event description:
It is reported by the surgeon that two screws moved out. It was necessary to remove the screws.